Event description:
It was reported that an alert for eri was received via merlin transmission. Review of session records noted that the battery depleted rapidly within a week. The device was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.